Event description:
Complainant alleged that while attempting to defibrillate a patient the device delivered 4 successful discharges, however on the 5th attempt the device shut down. The user changed batteries on the device, however the device did not power back up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.